Event description:
Customer reported that clinician inserted tee probe into patient and could not control with dials by motor. The probe reportedly bent while inside patient's throat. They removed probe and did not continue to use it for the ongoing study. The probe has been removed from the site and returned to the manufacturer for further investigation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.